Event description:
It was reported that an ilet pump displayed ¿dosing stopped¿ and did not deliver insulin, coincident with loss of cgm connectivity when the freestyle sensor would not connect despite multiple rescan attempts through the ilet app and no active pump notifications. Symptoms included a risk of hyperglycemia due to suspended insulin delivery, though no adverse clinical effects were reported. Outcomes included interruption of automated insulin dosing and the need for capillary blood glucose checks and replacement of the sensor. Investigation included remote review of pump status and alarm history, guided troubleshooting to rescan the cgm, and recommendation to apply a new sensor and verify blood glucose with a meter. Investigation of this case revealed a communication failure between the cgm sensor and the pump that led the system to stop insulin delivery until cgm data were restored, with no evidence of additional pump alarms or hardware malfunction. It was concluded, based on previously established findings for similar reports, that loss of cgm communication most likely caused the dosing suspension, and restoration of cgm data via sensor replacement should resolve the issue.